Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected due to a trauma to the head. Reportedly the user was hit in the head in the beginning of (B)(6) 2022. The user has no audio sensation with the device now. An appointment with the clinic has been scheduled on (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Despite requested no information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected due to a trauma to the head in the beginning of may 2022. The user has no audio sensation with the device now. An appointment with the clinic has been scheduled for (B)(6) 2022. Despite requested no further information has been received as of 12.jul.2022.